Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-dec-2020 to 16- dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the burnt mini drawers and bus controller were the issue. These were replaced and the drawer was configured to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
Customer reported that a pyxis anesthesia es system was not able to be powered on. Patient involvement was not reported. Patient or user harm was not reported.

Event description:
Customer reported that a pyxis anesthesia es system was not able to be powered on. Patient involvement was not reported. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system was not able to be powered on. Patient involvement was not reported. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and replaced the device's power supply unit. The field service engineer reported that the station continued to be in a powerless state. During failure investigation the field service engineer found a drawer controller board with evidence of thermal damage (burning/melting). The field service engineer is in the process of replacing the affected components to resolve. A supplemental report will be submitted if additional findings are reported.